Manufacturer narrative:
As reported, during a procedure using permafix enhanced fixation device it was observed loose fasteners present. Evaluation of the photos and sample provided confirms the reported event of failure to fixate. The simulation test found that all fasteners deployed did not fixate the mesh. While a definitive root cause cannot be determined, the most likely cause for the failure to fixate is the result of an event occurring during user/ device interface causing the device to go out of synchronization. No manufacturing anomalies were found. The instructions-for-use (IFU) for the permafix fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the permafix fixation system at the desired location perpendicular (90-degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately." Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. The reported date of incident (event date) is 07-feb-2022. However, the provided lot# huhx1306 has a manufacture date of 16-nov-2023, which contradicts the event date as it precedes the manufacturing date, hence we have documented this required date field with a best estimate based on the date of awareness (21-nov-2025). Note: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an abdominal wall hernia surgery (laparoscopic ipom), the permafix enhanced fixation device fasteners failed to fixate and dislodged frequently. The surgeon was experienced using permafix and removed the loose fasteners from the patient's body. The procedure was completed successfully using another device. There was no patient injury.